Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hysterectomy by video procedure, the tpc part (where the forceps temperature is controlled) became loose from the forceps. This tpc part fell into the patient but it was retrieved in the same procedure. The surgery was converted to open and they used another product code (a shorter forceps).